Manufacturer narrative:
Explant was reported due to regurgitation and a leaflet tear. The investigation found that leaflet 3 was torn. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. The tear would have contributed to the reported regurgitation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve was implanted due to aortic stenosis. On (B)(6) 2021, the valve was explanted due to severe aortic regurgitation due to leaflet tear. A non-abbott valve was implanted. The patient status was reported as unknown.